Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed. Primary results revealed that the distal conductor was fractured. Blood/body fluid was present on all conductors, sleeve head and helix mechanism. The inner insulation and tubing was kinked/buckled. The outer insulation was breached cut and had cosmetic depression. It was apparent that the lead was stretched.

Event description:
It was reported that the lead had high thresholds, high impedance, no capture and an apparent fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.